Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 30-degree endoscope plus to perform failure analysis. The endoscope was visually inspected and found with a dislodged component (camera instrument adapter). The gear was damaged and fell. Additional observations not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The complaint was confirmed by failure analysis. The probable root cause of dislodged camera instrument adapter is attributed to manufacturing, such as an improper assembly.

Event description:
It was reported that the 30-degree endoscope plus gear fell out. The procedure was completed with no reported injury.